Event description:
It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, patient had ipg explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg is still providing therapy but is reaching end of life. It is unknown if the device has prematurely depleted. As a result, surgery may take place in the future to address the issue.